Event description:
It was reported that an edwards aortic bioprosthetic valve was diagnosed as failing after 10 years in a (B)(6) female patient. Patient was treated with implant of an edwards transcatheter aortic bioprosthetic valve within the existing valve in a commercial case. Patient has history of hypertension and is reported as stable following procedure.

Manufacturer narrative:
(B)(4). Regurgitation. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this explant cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.